Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that she cleans her skin with peroxide; skin barrier wipes; and then applies the wafer. The end user was instructed on skin care using warm water, soap, rinsing and then patting the area dry. She was also instructed on crusting with the use of stomahesive powder and the protective barriers. She also reports that the pouches are turning blue in color. The end user was informed that the enzyme; tryptophan; in urine interacts with pouch film which turns the pouch blue. The end user was instructed to increase her fluid intake and advised to seek medical attention if the issue continues. The end user received antibiotics from her primary health professional. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted.

Event description:
End users reported redness to her peristomal skin under the mass. She reports the redness is 360 degrees around the stoma and that it began approximately two (2) months ago. She reports that it is occasionally itchy.